Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload. Gch item # 10 feature or dimension : ø4.15 +0.0/-0.1mm specification location 2342305-01s/m/l rev.b - pg. 1 of 2, loc. D2 measurement : mitutoyo 150mm caliper, model# 500-769-10, ID#: 01004, inspector/date: (B)(6) 2015 ,measurement: ø4.10 mm pass/fail: pass.

Event description:
It was reported that during posterior spinal fusion the tip of driver broke off in head of screw during insertion. The product came in contact with the patient. The product broke. No fragments of the product remained inside the patient. No patient complications were reported.